Event description:
During baxter (B)(4) review of the event history for another report of a colleague infusion pump, it was discovered that failure code 403:317:839:0000 occurred during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. This device is an unremediated colleague pump with a user interface module software version of 5.06.00.

Manufacturer narrative:
(B)(4) the reported condition was confirmed. The assignable cause was a defective uim (user interface module) board. The uim board has been replaced. The device has been evaluated and repaired onsite. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause investigation will continue to be investigated through CAPA (corrective and preventive action) investigation (B)(4).